Event description:
(B)(4). Please see (B)(4). Customer called and stated last week she had knee surgery. However, customer stated she inserted a sensor and she received a weak signal and lost sensor alert. Customer also stated she inserted a new sensor and she received a cal error and change sensor. In addition, customer stated she was receiving inaccurate readings on her sensor. Customer also stated ehr4 sensor was reading she was low when her bg reading was not low. Also, ... . Customer reported having a low blood glucose level of ...

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.